Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked the query downtime and system time, and both were current with no flags identified. The tss verified that the carefusion coordination engine (cce) was receiving messages and sending them to the es server without delay. No communication issues were identified between the cce and the es server. The tss requested confirmation on whether the issue persisted or had been resolved. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not showing up on station. However, there were no delays or adverse events or injuries reported based on this event.